Event description:
I am writing this letter to you as directed. We have also filed this information on medwatch and had sent a letter to the rda in the past. We bought baxter arena - machines in 2004. They were installed in the following month. Even when the baxter technicians came to install the machines in the same month, they had noticed some problems, and they had to take care of them. We found this very unusual at that time, but we did not know what was going on. We continued to have multiple problems with these machines even though they were brand new machines and they required continuous repairs of different parts. We were going to open another dialysis center in trinidad, colorado. We put in an order for more machines of the same kind. At first baxter kept on stalling but did not tell us what was going on. Eventually, in august we found out that the FDA had completely shut down the baxter plant that was manufacturing the arena machines, and since that time (2005) baxter has not been allowed to manufacture these machines, and has completely gotten out of manufacturing hemodialysis machines. Ever since then we have continued to experience more and more problems. Sometimes we are concerned about patient safety. At this point, baxter is also refusing to give us any parts to do repairs. Due to patient safety concerns, we had no choice but to replace these machines with more reliable brand. We would like to bring to your attention that previous models of the meredian machines were also recalled by the FDA because of some fatalities of patients. We also had three meredian machines and had similar problems with them, too. At this time we very strongly urge the FDA to look into this matter and recall the arena machines, too, because they have very similar technology and very similar technical problems. We urge the FDA not to wait until fatalities of patients occur because of the technical problems with these machines. We are enclosing information concerning all the technical problems we have encountered with these machines since we bought them. If you need more information, we will be happy to discuss this matter with the FDA. As we understand, we believe that some of the other centers which bought these machines have similar issues, although we do have concrete evidence of that, since the other centers are not saying anything about it.